Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual sample has not been received by ashitaka factory yet. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot# was unknown, the manufacturing record, the shipping inspection record, and the past complaint file of the product with the product code/lot# involved could not be investigated. The manufacturing records for the past two years were investigated. No cases of markers falling off due to manufacturing defects were found. Since the lot# was unknown. For the importer report for this reported event please see MDR 2243441-2024-00024. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the doctor performed an intervention and angioplasty on the distal superficial femoral artery (sfa), popliteal, and tibial arteries. There was a very tight lesion that presented difficulties in crossing, and she used the .035x135 angled navicross aggressively, along with various wires. The distal radiopaque marker of the navicross detached from the catheter and lodged in the distal anterior tibial artery. This did not obstruct blood flow, and the physician decided not to remove it. The procedure performed was a right leg peripheral arterial disease (pad) intervention, with no blood loss reported. The incident occurred intra-operative. The reported incident did not result in patient injury or medical or surgical intervention.

Manufacturer narrative:
This report is sent as follow-up no. 1 to correct section d9, update section h3, and to provide the completed investigation results. The actual device was returned for evaluation. The appearance of the actual sample revealed several observations. The second marker was missing, and a caulking mark was found at the second marker position. No anomalies, such as floating, were found in the third marker. Extensive abrasions in the distal direction were observed beyond the second marker's caulking mark, likely caused by the displacement of the second marker toward the distal direction. Additionally, abrasions in the distal direction were found at the proximal side beyond the second marker's caulking mark, inferred to have occurred when the actual sample was removed while in contact with some object. The dimensions of the actual sample were measured. The outer diameter of the shaft met the factory's specifications, with no anomalies found. The depth of caulking at the second marker, determined by the difference between the outer diameter of the caulking mark and the outer diameter in the vicinity of the caulking mark, was equivalent to that of the current product with the second marker removed. No anomalies were found. Cause of occurrence: no anomalies were found in the dimensions of the actual sample. Based on investigation result 2, the depth of caulking of the actual sample was equivalent to that of the current product, indicating that the second marker was likely properly caulked. The likely cause of this issue is that the actual sample was removed while in excessive contact with some object (e.g., a site of stenosis), resulting in abrasions in the distal direction at the proximal side beyond the second marker. Furthermore, the second marker came into excessive contact with the object, causing it to be dragged toward the distal direction and eventually fall off. Countermeasure: the use (IFU) reference of this product includes the following warning: - carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and identify the cause to avoid damage to blood vessels and prevent separation or breakage of the product.